Event description:
The account alleged that the trendelenburg function would not operate when the hi/low was all the way up.

Manufacturer narrative:
The account adjusted the hi/low up limit switch to resolve the problem.